Manufacturer narrative:
Customer reported that there was a primary audible alarm. Seal was tampered on plunger assembly. It was cracked on lower left front corner of top case also cracked on right plunger case and battery door. Performed power up process primary audible alarm post. Unable to duplicate the primary audible alarm post error at power up. Replaced speaker glued j9 connector (fully seated and properly glued 3 surfaces - both side). Performed pm maintenance and all functional testing.

Event description:
It was reported that the device had primary audible alarm. No patient injury was reported.

Manufacturer narrative:
Additional information h6, h10 this remediation MDR was generated under protocol b10010116, as a result of warning letter (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A review of the event history log (ehl) identified primary audible alarm post. A corrective and preventative action has been opened to address the reported issue.